Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a counterfeit top case. Event log history was performed and indicated that motor rate error was recorded in history. During analysis, motor rate error was found during occlusion test. It was noted that combination of lead screw and clutch halves does not operate as intended and was the cause of the reported issue. Service replaced lead screw and clutch halves to correct the reported problem and performed preventive maintenance and all functional test. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion exhibited motor rate error. No patient was involved in this event. No adverse effects were reported.